Event description:
It was reported that the customer's diabetes care manager could not read the insulin pump's screen, which made it difficult for her to get the settings out of the insulin pump. The caller stated that she could see that basal rates but could not make out what the settings were, since she could only see a fraction of the screen. The blood glucose reading was 123 mg/dl. The caller was advised that she would need to work with the customer's doctor to get the customer new settings on his new insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.